Event description:
It was reported that the pacing system (device, right atrial, and right ventricular leads) was implanted after the use-by-date. The system remains in use. No patient complications have been reported as a result of this event.